Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was upgraded, and a lead was added. The patient was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.